Event description:
Upon receipt of additional information, it was determined that this product should not have been reported under this MFR number. A corrected report has been filed under 0002648920-2024-00280.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined that this product should not have been reported under this MFR number. A corrected report has been filed under 0002648920-2024-00280.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately six (6) years and six (6) months post-implantation, the patient began to experience pain, discomfort, and instability and underwent revision surgery of the affected components. Due diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni. G2: foreign: united kingdom. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.